Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm after cannula fill and then again during rewind. The blood glucose at the time of the incident was 600 mg/dl; treated with manual injection. During troubleshooting, insulin did exit the tubing when being disconnected at the quick release. It was then found that the fill cannula did not have a setting. The customer stated that the doctor had recently changed the settings on the insulin pump and set the fill cannula to 0.0 units which could have been causing the no delivery alarms. The device will not be returned for analysis.